Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the inserter. No ts or suture were returned. The devices actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. These devices are not distributed in the united states but the family of devices to which they belong are distributed in the united states.

Event description:
Additional information was received that states: t1 was left in the patient.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that t2 did not deploy. No patient injuries were reported.